Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 55 mg/dl and the customer alleged that the insulin pump was over delivering. The customer's other blood glucose values are 131 mg/dl. Customer treated low blood glucose with glucose tablet. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No under or over delivery anomaly noted during testing.